Event description:
A report was received alleging that during use of the listed tracheostomy tube for less than one hour, the pt experienced difficulty breathing. An emergent exchange of the tracheostomy tube was required. The reporter stated that the device's curvature was different than previously experienced. No incident related med sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.